Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured and became unusable. Hemostasis was achieved with manual compression for more than 30 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Femoral artery suitability, including vascular sheath introducer insertion angle, was verified on angiography or venography. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx vcd was stored and prepared according to the instructions for use. The balloon lost pressure while inside the patient. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. The balloon did not lose pressure after being pulled to the arteriotomy. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.